Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. There is no visible damage to the outside of the alarm. This was discovered during set-up and there was no pt/caregiver incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue the alarm did not power up when using new batteries. The alarm does not power up when using an external power supply or a 9v adapter. However, the flat contacts are corroded due to battery leakage. Battery door is missing. The alarm passes all other functional tests. Note: instructions for use has a statement: visually inspected the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery bands within a battery pack (4 batteries). Use of mixed batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous corrosion such as white powder residue. (B)(4).